Event description:
The customer stated that she received a high normal control test result. While troubleshooting, she received a normal control test result of 220 mg/dl. The normal control range is 93-129 mg/dl. The customer did not allege any adverse events. The strips are to be returned for evaluation, and replacement strips will be sent.